Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for inability to attach as intended on lot # 9064616. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles are not sticking to the pen. This occurred on 10 occasions. The following information was provided by the initial reporter: on (B)(6) 2020 at 04:30 am, an email was received from the pv team for an apokyn pqc report, originally received on (B)(6) 2020 at 10:20 am stating, ¿subcutaneously spontaneous inbound call from patient who stated she is having difficulty using apokyn pen and needles. Needles are not sticking to the pen and patient requesting new one. Not reported if patient missed dose; no side effects reported; unknown if patient still has pen on hand for return; no further information was reported. Lot number and expiration dates unknown.¿ follow-up #01: on (B)(6) 2020 at 09:16 am, a call was made to the physician¿s office. Option 4 was selected for clinical staff then option 2 was selected for the specific physician. The call went to voicemail.